Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. The infusion set site was changed and a correction bolus was delivered. The customer went to the emergency room and was admitted to the hospital due to the bg level and diabetic ketoacidosis (dka). The cause of the high bg was not known; however, it was thought to be related to the infusion set site. The customer received fluids and continued to use the pump for insulin therapy. The customer was discharged the next day with the high bg and dka resolved.